Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with complaints of dizziness and feeling faint. Upon review, the pacemaker was unable to be interrogated and no capture was noted. The patient was bradycardic. Premature battery depletion was suspected. On (B)(6) 2017, the patient's device was explanted and replaced. The patient was discharged. No further information was provided.

Manufacturer narrative:
Correction: additional device information, initial reporter device manufacture date of "blank" were incorrect. The information in this report should supersede the previously reported information.

Event description:
New information received notes the patient is stable now.

Manufacturer narrative:
The reported inability to communicate and no capture with the device was confirmed in the laboratory. The device was tested on the bench and the device's battery was noted to be at end of life. A longevity calculation was performed and found the battery depletion was normal based of the device usage. Based off this information, there was no evidence of premature depletion. The causes of the reported field events were due to normal battery depletion.